Event description:
Customer reported that it was impossible to lock the internal cannula in the trach tube. Customer reported that decannulation and recannulation of a replacement tube was required. No additional harm to patient following replacement was reported.

Manufacturer narrative:
Sample has been discarded by customer and without the actual complaint sample a full investigation cannot be carried out therefore we are unable to determine the cause for this specific event. Information has been added to the database for trending purposes. (B)(4).